Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was reported.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation. The root cause of the anomaly was a checksum error. After device software download, the device exhibited normal characteristics.

Event description:
New information indicated that the device was explanted and replaced. The patient was fine post procedure.